Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one to two weeks post ablation of squamous cell carcinoma, the patient experienced chest pain near the axilla and it had not been resolved. They noted that initially after the procedure, the patient was asymptomatic. They noted that the chest pain was an expected symptom due to the location of the lesion and proximity of the ablation zone to the chest wall. The patient was treated by analgesia and not re-admitted. Follow up information from the facility reveals that the patient had chronic cough and consulted a respiratory pulmonologist and done a bronchoscopic procedure that identified aspergillus fungal and moraxella bacteria infections within the cavity of the ablation margin. The patient is still under observation but her cough is noted to be better.